Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have received an open circle on insulin pump. Customer was assisted in turning off pattern and educated on basal as requested by customer. Customer reports to have had low blood glucose and treated with orange juice. Customer's blood glucose at time of call was 135 mg/dl. After troubleshooting for low blood glucose, it was found that insulin pump was working as designed. Customer was advised to follow up with healthcare professional. No further information provided.